Event description:
The end user fell while using the rollator and suffered a laceration to his arm.

Manufacturer narrative:
The end user's son reported that his father was walking on a carpeted surface with the rollator and the left rear wheel broke. He fell and hit the back of his head on the bed post. He suffered a laceration to his left arm that required 11 sutures. The incident was not witnessed and we have limited details. It is not known what caused the laceration. A sample has not been returned for evaluation and no photos were sent. A root cause has not been determined.